Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: lcp dhs plate did not slide onto screw. Informed that lcp dhs plate would not slide onto lag screw following insertion of lag screw into patient with dhs wrench for one step insertion technique. Advised that they opened a second dhs plate which slid onto the dhs lag screw with no problem. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.